Event description:
The physician discovered a septic infection upon explant of pt's trial leads. Pt was hospitalized for two days for treatment. The infection has cleared.

Manufacturer narrative:
The product was discarded by the surgical center and will not be returned for evaluation.